Manufacturer narrative:
Patient comorbidities: previous smoker, hypertension, and previous aaa. Patient medications: aspirin and ramipril. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that the right common iliac artery had become aneurysmal due to the contralateral leg endoprosthesis losing seal distally and a distal type I endoleak (date and modality of images is unknown). The physician reintervened on (B)(6) 2020 and implanted a gore® excluder® iliac branch endoprostheses and a gore® viabahn® vbx balloon expandable endoprosthesis. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Addition g3/g4. Addition h6: code 213- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.